Event description:
It was reported that the estimated remaining battery percent for this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased from 30 to 15 percent in less than one month time frame. Technical services (ts) was consulted to review the data and confirmed that the device is experiencing premature battery depletion. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.